Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Visual and functional testing were performed visual test found damaged(detached) dso seal, damaged remote dose connector. The customer's reported problem was duplicated. The dso seal, remote dose connector were replaced. The root cause was a damaged remote dose connector. After the repair the device must pass all functional tests before it will be shipped back to the customer. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was broken pin on pca (printed circuit assembly) port. Unable to connect to pca cable. Investigation results report a reportable event of a damaged dso (downstream occlusion) seal. There was unknown patient involvement reported.